Event description:
The manufacturer received a report that a garbin evo ventilator was returned for maintenance service. There were no reports or allegations of patient harm or injury. The device was not reported to be in patient use. During the evaluation of the garbin evo ventilator at a third-party service center, the device log files were successfully downloaded and reviewed in full. A ¿vent service required¿ alarm error was observed indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors. The available service documentation did not specify that any components required replacement to resolve the issue. No additional actionable error codes were identified. Additionally, the machine's flow sensor, blower assembly, and tubing fio2 were contaminated with dust and dirt. Due to the 4-year preventive maintenance, the air inlet foam filter, particulate filter and muffler were replaced. The customer complaint was confirmed. The device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.